Event description:
The catheter was used on a pt in a cardiac cath lab. Part of the wire sheared off upon removal and remains in the small distal branch of profundus femoral artery. The pt is asymptomatic at this time.